Event description:
In 2008, after a gore excluder aaa endoprosthesis aortic extender component was implanted, the leading end of the delivery catheter broke. The physician used a snare to successfully remove the broken component. It was reported that there was no harm to the pt.

Manufacturer narrative:
The device has not been received by gore, and an eval is pending. Please note: this medwatch is associated with voluntary report.